Manufacturer narrative:
Product event summary:one controller and one cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an inability to communicate with external batteries. Internal visual analysis revealed the voltage-induced transient events protector array (d10) and the quadruple fet bus switch (u7) were found damaged. D10 and u7 were replaced and the controller resumed normal functionality. This issue has been previously observed when the cac adapter is inserted forcefully while being misaligned approximately 180 degrees. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittent output voltage. Closer inspection with a dmm revealed an intermittent lack of continuity prior to the connector strain relief. The power (red) wire was open. The most likely root cause of the primary controller malfunction can possibly be a result of the cac adapter forcefully inserted while being misaligned approximately 180 degrees. The most likely root cause of the cac adapter malfunction can be attributed to wear at the strain relief, as a result of excessive bending, likely contributing to fraying or breaking of a wire. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter. Controller ac adapter/(B)(4) / model#1430de / exp. Date: 2015-09-01 UDI#: unk. Return date: 2015-10-25. Mfg. Date: 2014-09-01.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller and controller ac adapter experienced a power disconnect. The site asked for a battery charger adapter instead of a controller adapter - and the patient tried to connect it to the controller. This caused the controller ¿to malfunction¿ and required replacing it to the backup controller. The controller and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.